Event description:
The customer reported that while pippetting an htlv I/ii assay, summit sample handler delivered low sample/diluent to well a12 and no error message was generated. A service technician was dispatched but could not duplicate the problem. The technician replaced the tip clamp in position 12. No death or serious injury was associated with this event.